Event description:
The manufacturer representative reported a patient implanted for non-malignant pain was charging too often. The patient is charging every other day. When asked if this was different from before they said shortly after implant they have had to charge frequently. Charging takes a while but the stimulator depletes quickly. The stimulator was (B)(4) full at the time of the call and the patient claimed they would need to charge that night or the next day. The patient gets 8 bars when they stand to charge but only get 3-4 bars when they sit and use the belt. The patient has not recently been programmed or switched to a new group. The patient had not had any previous overdischarges. The patient was programmed on adaptive stimulation a few weeks ago and they have been using those settings since and have been getting great coverage. The patient did fall on the stimulator site and it could be related to the issue. The patient noticed a change in their charging around this time. All electrode impedances were within normal ranges around 1200 to 1300 ohms. Estimated recharge interval per patient settings was 8.39 days. Recharge statistics showed the typical duration of charging was 1.4 hours and the interval was 0.79 days with 6 coupling bars. No patient medical symptoms were reported. They reviewed with the patient to try charging for longer than 1.5 hours. The representative indicated they would call back if further issues arise or if issues continued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that a revision occurred resulting in the ins and lead replacement. The patient had difficulty charging and was feeling rib stimulation. The representative re-stated that a fall affected the patient's system in 2016. No further complications reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) reporting that they just spoke with the patient and the patient stated that they had been doing very well. The patient stated that they absolutely loved their new ins. Their issues were resolved after the lead revision and battery replacement surgery. It was reported that the patient had great stimulation coverage and they were so thrilled with how easy it was to charge in addition to how little time it took. It was reported that the patient had informed the rep that they had a "fall five days after their original ins and plan". They stated that they met for several reprogramming sessions, but they did not ever achieve the relief they initially had. They also had uncomfortable rib stimulation since the fall. They complained about how the battery was uncomfortable and it took forever to recharge. It was reported that the patient had barely used their stimulation, because they did not want to recharge it. Needless to say, the patient was "feeling like a new woman and was so happy". It was reported that the patient weighed (B)(6) at the time of the event. It was indicated that the explanted device was being sent back. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was provided. Device was returned for analysis.

Manufacturer narrative:
Analysis found that the battery capacity was reduced due to over discharge. If information is provided in the future, a supplemental report will be issued.